Event description:
Customer reported the system was not producing x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. Customer reports system operates as intended.